Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported through medwatch (mw5176784) that faradrive steerable sheath was used during the procedure. It has been reported that saline was dripping from the side port of the sheath. Air was also aspirated in the aspiring syringe during pull back. The sheath was exchanged, and the procedure was completed using different faradrive sheath. No patient complications occurred. The device was returned to manufacturer but has not been received.